Event description:
It was reported that the fiber tip became loose during use inside the patient after 51,735 joules and 8.01 minutes of use. Upon inspecting the fiber outside of the patient, the metal and glass cap physically separated from the fiber. The fiber tip was cleaned once during the procedure. The procedure was successfully completed utilizing another fiber with no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The distal part of glass cap and metal cap are detached and returned. The glass cap exhibits severe devitrification at output window. The outer flow tubing open end exhibits signs of melting; the blue arrow and blue writing on the outer flow tubing open end and part of the red octagonal signs are erased. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that the fiber tip became loose during use inside the patient after 51,735 joules and 8.01 minutes of use. Upon inspecting the fiber outside of the patient, the metal and glass cap physically separated from the fiber. The fiber tip was cleaned once during the procedure. The procedure was successfully completed utilizing another fiber with no clinical consequences to the patient.